Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device, as he experienced lack of rigidity and issues with the pump, which appeared to be auto deflating. A surgical procedure was performed in which the pump was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to lack of rigidity and issues with the pump. Over time, the patient reported that the implant would deflate during penetration and would also auto inflate at night. The physician suggested that a mechanical issue involving the pump may have contributed to these observations. A surgical procedure was performed in which the pump was explanted and replaced with a new tenacio pump. Following replacement, the device was inflated intraoperatively, achieved adequate rigidity, and remained stable without signs of auto inflation. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to lack of rigidity and issues with the pump. Over time, the patient reported that the implant would deflate during penetration and would also auto inflate at night. The physician suggested that a mechanical issue involving the pump may have contributed to these observations. A surgical procedure was performed in which the pump was explanted and replaced with a new tenacio pump. Following replacement, the device was inflated intraoperatively, achieved adequate rigidity, and remained stable without signs of auto inflation. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak tested, and functionally tested. Visual inspection did not identify any damage or abnormalities. Leakage testing was successfully completed without evidence of fluid loss. Functional testing was successfully completed, and the pump operated as intended with no abnormalities identified. Based on the available test results and investigation, the reported allegations of device deflation, spontaneous inflation, and pump mechanical issue could not be confirmed, as no functional or structural abnormalities were identified in the returned component. The allegation of device operating differently than expected is considered a known inherent risk as addressed in the product risk documentation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of device operates differently than expected, mechanical malfunction (leaks, incomplete inflation/ deflation, kinking), spontaneous inflation were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.